Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6), patient ID: (B)(6). It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured under the following: 80.6mm perimeter and a 496.2mm^2 area. The patient's left ventricular outflow tract (lvot) was measured with a perimeter of 81.5mm and a 482.2mm^2 area. The patient's aortic valve angle was 42 degrees. Pre-dilation was performed with a 26mm non-abbott balloon. The starting implant depth at 80% was 4.5mm from the non-coronary cusp (ncc). The valve was implanted. The final implant depth was 4.5mm. Post-implant while the patient was paced at 130 beats per minute, the patient experienced an ectopy with couplets, causing the valve to embolize to the sinuses on the ncc side. An attempt was made to snare the valve but was unsuccessful. The decision was made to convert the patient to aortic valve replacement. The patient was transferred to the operating room where the surgeon discovered left coronary disease. An aortic valve replacement (avr) was performed as well as a coronary artery bypass graft (CABG) from the left internal mammary artery to the left anterior descending artery. Per the physician the device embolization may have been due to the lvot calcium and couplets. On (B)(6) 2025 the patient was admitted for an acute exacerbation of congestive heart failure. The lasix medication was adjusted. The following day it was discovered that the patient presented with ventricular tachycardia (vtac). The vtac was resolved with an increased dosage of metoprolol. Per the physician, the heart failure was due to atrial fibrillation that occurred due to the avr and CABG. The patient status was stable and was discharged the following day.

Manufacturer narrative:
An event of device migration or expulsion (aortic direction), tachycardia, arrythmia, heart failure, hospitalization, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported device migration could not be conclusively determined. It is possible a combination of procedural and patient conditions contributed to the reported event. However, this cannot be confirmed. The reported arrhythmia and tachycardia could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as an attempt to snare the valve was made and subsequently the procedure was converted to aortic valve replacement and coronary artery bypass graft. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: us (B)(6), patient ID: (B)(6). It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured under the following: 80.6mm perimeter and a 496.2mm^2 area. The patient's left ventricular outflow tract (lvot) was measured with a perimeter of 81.5mm and a 482.2mm^2 area. The patient's aortic valve angle was 42 degrees. Pre-dilation was performed with a 26mm non-abbott balloon. The starting implant depth at 80% was 4.5mm from the non-coronary cusp (ncc). The valve was implanted. The final implant depth was 4.5mm. Post-implant while the patient was paced at 130 beats per minute, the patient experienced an ectopy with couplets, causing the valve to embolize to the sinuses on the ncc side. An attempt was made to snare the valve but was unsuccessful. The decision was made to convert the patient to aortic valve replacement. The patient was transferred to the operating room where the surgeon discovered left coronary disease. An aortic valve replacement was performed as well as a coronary artery bypass graft (CABG) from the left internal mammary artery to the left anterior descending artery. Per the physician the device embolization may have been due to the lvot calcium and couplets. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.